Event description:
It was reported an angio-seal sts plus device was used to seal the right femoral arteriotomy site post percutaneous cardiac catheterization. A pre-deployment angiogram was performed prior to angio-seal deployment. Noticeable oozing was seeen at the arteriotomy site and manual compression was applied. Two days following deployment the patient developed a cold leg and the aptient underwent surgical exploration and revascularization for the occluded common femoral artery. The angio-seal device was removed. The surgeon stated there appeared to be calcium from the posterior wall sandwiched in between the anchor and the arteriotomy tract. The surgical procedure went well, however the patient suffered a myocardial infarction (time unknown) was recovering in the coronary care unit.